Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. This event is related to mislabeling. An incorrect expiration date (the manufacturing date) was put on the label of the oxygen sensor and its packaging. Oxygen sensors were only labelled incorrectly, they were not expired and were functioning properly. The root cause was determined to be that labeling has not been inspected by the supplier and incoming inspection failed at hamilton medical. In consequence (correction) oxygen sensors have been replaced via rga, a recall was initiated and a CAPA was started and closed. There was no patient involvement.

Event description:
Partner received oxygen cells pn (B)(4). With label showing an incorrect end of life date, when instead the cell itself was a new product. The case has been reported to tga and the partner started a recall of these products. The sensors have been replaced from hmag via rga.